Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners noted during visual inspection. No button response and button error alarms due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.